Event description:
An initial event notification was received by sequel med tech, llc, on 06-feb-2026 and forwarded to millyard advanced medical products, llc, that same day. On (B)(6) 2026, the user reported that twiist pump, serial number: (B)(6), lost bluetooth communication with their iphone, resulting in a "searching for pump" message. The user also reported a sensor error alert due to the loss of connection. During this event, the user's blood glucose decreased under 50 mg/dl. The user consumed carbohydrates and took a glucose injection, increasing their blood glucose to 247 mg/dl. The user was able to successfully re-pair their twiist pump without issue, after which, the sensor error resolved. On (B)(6) 2026, the user reported that they experienced a blood glucose value of 40 mg/dl the night on (B)(6) 2026. The user's sister administered glucagon, and the user was transported to the emergency room. The user received treatment, including intravenous saline, and was released in the morning. The user remains ongoing on twiist pump, serial number: (B)(6).

Manufacturer narrative:
Based on the information available for assessment, a correlation between the twiist automated insulin delivery (aid) system and the user's symptoms could not be confirmed. Although a specific cause for the loss of bluetooth communication between the twiist pump and the user's iphone could not be confirmed at this time, there is no evidence to reasonably suggest that a device malfunction occurred. Additionally, the events leading up to the emergency room visit after communication was re-established are unknown. The user remains ongoing on their twiist pump. The current version of the twiist automated insulin delivery system user guide provides information about system alarms and the recommended actions associated with them. This guide also instructs users to have a backup insulin therapy available at all times. No components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, for further investigation.

Manufacturer narrative:
Follow-up to MDR 3016798778-2026-00051, submitted on 07-mar-2026. This submission includes results obtained through the investigation of log data completed by millyard advanced medical products, llc, on 13-mar-2026. Analysis of log data from (B)(6) 2026 confirmed that the twiist automated insulin delivery (aid) system functioned as intended. Log data shows that the twiist pump adjusted the basal rate of insulin delivery as expected in response to input from the user's freestyle libre 3 plus continuous glucose monitor (cgm). It was also confirmed that the delivered volumes of insulin accurately matched the owed volumes. Regarding the "searching for pump" messages, log data shows that the twiist pump correctly suspended insulin delivery during the reported low glucose alerts, as designed. Additionally, the reported "sensor error" alerts originated from the cgm. These errors resulted in missed cgm glucose readings, during which, the twiist aid system defaulted to scheduled basal delivery, as designed. A correlation between the twiist aid system and the reported event could not be confirmed. The user remains ongoing on their twiist pump. The current version of the twiist automated insulin delivery system user guide provides information about system alarms and the recommended actions associated with them. This guide also instructs users to have a backup insulin therapy available at all times.